Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device is lost and will not return to the company for analysis. A review of the device history record revealed rework unrelated to return reason noted. This is the final report.

Event description:
The recipient reportedly experienced damage to the cochlear device during a blind sac closure procedure. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's continual ear infections were reportedly not device related. This is the final report.

Manufacturer narrative:
The recipient's blind sac closure procedure was reportedly needed due to continual ear infections.